Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had foreign matter in the pathway the following information was received by the initial reporter with the following verbatim it was reported by customer that the alaris primary tubing to the pharmacy chief with concerns about foreign particles¿ brown in color residue inside the drip chamber

Manufacturer narrative:
Photos were taken by the customer that verify the foreign matter on the drip chamber. A quality notification was sent to the supplier. From the supplier investigation, this is a cosmetic issue that can happen during injection molding process of the soft pvc chamber. Soft pvc material is a very sensible material to the degradation. It is also possible that the embedded degraded material are already in the grains of the raw material. To mitigate the risk to incur in such defect a precise scheduling of the cleaning of the plasticization groups of all the molding machine that process soft pvc material. No record of parts with embedded spots were present during a batch review. The records of the cleanings were verified. Possible root cause is a discontinuity in the process that can have generated a number of defective parts which is part of the residual risk of actual process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.